Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. It was reported that when the patient¿s ins battery did not last very long, not even a year. The patient stated they saw the end-of-service (eos) message and was ¿surprised it didn¿t last very long¿. The patient saw their doctor and it was determined that the date the device died was on (B)(6) 2017. The patient mentioned they had to wait 2 months to get a replacement ins because of insurance. There were no further complications reported or anticipated.